Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis based on visual examination found an external insulation abrasion. The cause of external insulation abrasion is consistent with friction to another device or feature of the heart. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.